Event description:
In 2013 I had a dental implant placed on tooth #19. Around 2 years ago, the crown became loose. I immediately went to dentist-crown was removed and screw was tightened. This happened several times over the course of two years-each time going to dentist. The screw was eventually replaced. Around the end of (B)(6) 2023, I started to have lower jaw pain. I went to the dentist on (B)(6) 2023. The dentist removed crown and took xray. The xray showed that the post was broken. I was sent to the same oral surgeon who did the original implant surgery. I was informed device would have to be removed and no way to save it. The faulty device was removed (B)(6) 2023. The removal was due to equipment failure and not gum disease or other dental issues. The removal of the implant was quite different than the placing of the device. The bone had fused well with the implant. The surgeon had to drill around the implant to remove from the bone. This also required a bone graft. I have been informed that the removal of an implant due to equipment failure is quite rare. This device was from implant direct. Implant type-legacy 3. Implant size 3.7x11.5 ref #853711. Reference report: mw5117983, mw5117985, mw5117986 .